Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with an unspecified amount of units of insulin during the load sequence. Additionally, it was reported that an altitude alarm occurred. The customer declined troubleshooting with tandem technical support. Therefore, no additional information was provided.